Event description:
It was reported that the patient underwent a revision procedure due to the device did not work properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. During the revision procedure the physician observed a crack that caused a saline leakage in the pump connection tubing. The patient was stable following the procedure.

Manufacturer narrative:
An allegation of a pump tubing crack and fluid loss was reported. The ams700 ms pump was visually inspected and functionally tested. No crack/damage to the tubing connector (window quick connector) was identified.the pump was functionally tested and failed the activation and deflation tests, thus requiring more than 8lbs. Of force to activate and more than 14s to deflate. Product analysis could not confirm the reported events but identified a device malfunction with the pump. Due to the pump failing functional testing, the evaluation conclusion code of cause traced to component was assigned.

Event description:
It was reported that the patient underwent a revision procedure due to the device did not work properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. During the revision procedure the physician observed a crack that caused a saline leakage in the pump connection tubing. The patient was stable following the procedure.